Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD), had pace impedance measurements greater than 3000 ohms. The measurements were consistent for the past month and was intermittent for the past 6 months. The lead reportedly had no capture, noise was present and was still sensing. The physician upgraded the patient to a biventricular device (biv) and explanted the ICD, leaving the ra lead implanted. During the procedure, fluoroscopy did not reveal anything; however it was thought that there was conductor damage. Sensing in the ra was 1.0mv with p-waves at approximately 2.5 mv. Boston scientific technical services (ts) discussed turning off atrial based detection enhancements as something to consider. No adverse patient effects were reported.